Event description:
It was reported that a user of the ilet bionic pancreas experienced recurrent nocturnal hypoglycemia after an illness-related period of reduced intake. The user returned to regular meal sizes resulting in elevated post-dinner glucose prompting prolonged pump-delivered correction bolus. Glucose trended down and the user developed low blood glucose overnight. Symptoms included low blood glucose requiring treatment. Outcomes included self-treatment with oral glucose tablets and resolution of hypoglycemia without hospitalization. Investigation included troubleshooting and education with review of meal practices and pump adaptation behavior, and referral for additional training review. Investigation of this case revealed that the system had adapted during a period of smaller meals and may not have fully adjusted to recent larger meals, contributing to nighttime lows despite earlier hyperglycemia correction. It was concluded that the event involved hypoglycemia that was not sufficiently prevented by the system under the reported meal pattern, with user-managed treatment using oral glucose. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.